Event description:
It was reported that the system responded with numerous l3-018 blue cable errors during sampling. The system initialized normally, but the error occurred on the first sample. The customer tried several times and was only able to get one sample and the rest resulted in green cable errors. The case was stopped and the pt will be rescheduled pending diagnosis of the sample. The customer reports hearing unusual noises during the sample attempts.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and funcitonal examination: the unit was found to require the blue/green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.